Event description:
I take an insulin type medication at night. I went to draw up the medication and everything was fine, I inserted the needle into my belly and everything was fine or so I thought! I started injecting the medication, and it was really hard to push the plunger in the syringe to deliver the medication. I thought I had emptied the syringe, so I pulled the syringe out and started to recap the needle, and there was no needle and some of the medication remained in the syringe. I started looking on the floor for the needle and there was not one. I looked at the syringe and there was no needle. I looked at the belly again and there was no needle. I had my husband help me look and he found the needle had pushed back up into the syringe. In 2009, I was doing the same task at night, and I drew up my medication just fine and injected the medication just fine. I went to recap the syringe and there was no needle. I once again looked for the needle and this time I found the needle barely visible, still stuck in my belly! The needle had broke off the syringe and remained in my belly. I had to get my husband to remove the needle this time. This was very painful for a few days and finally the pain went away. I did not seek medical attention. Dates of use: 2 months. Diagnosis or reason for use: diabetic.